Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer observed that the tube lid was deformed and may have led to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "a total of 1 mycobacterium culture tube had quality problems, the tube lid was deformed and caused leakage, the lid could not be tightened and caused pollution.", "due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1027409 was satisfactory per internal procedure. Formulation, filling, labeling, packaging, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint have been taken on this batch for contamination, and labeling; no other complaints have been taken on this batch for cap defects. Retention samples from batch 1027409 (99 tubes) were available for inspection. The retention samples showed no packaging, labeling, or media defects in 99/99 tubes. There was no evidence of leaking from 100/100 retention tubes. All 100/100 retention samples had a properly affixed label and a scannable barcode label. There was no evidence of broken/damaged caps seen in 100/100 retention samples. For further investigation of contamination, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were place in the 33-37-degree celsius incubator and five tubes were placed in the 20-25-degree celsius incubator. No microbial growth was seen in 10/10 incubated retention tubes by the seventh day of incubation; and under uv light none of the sensors fluoresced. One photo was received to assist with the investigation the photo shows one tube from batch 1027409. The tube has a properly affixed label, the cap appears to be in good condition. There does appear to be growth in the tube possibly mold. No returns were received to assist with the investigation. The complaint can be confirmed for contamination, by the evidence provided by the photo. The compliant cannot be confirmed for labeling or a cap defect based on the photo provided. Bd will continue to trend complaints for contamination, cap defects and labeling.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer observed that the tube lid was deformed and may have led to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "a total of 1 mycobacterium culture tube had quality problems, the tube lid was deformed and caused leakage, the lid could not be tightened and caused pollution.", "due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."